Event description:
Pump malfunction message on cadd legacy sn (B)(4), message no disposable, clamp tubing. No further info known. Yes - the error occurred while in use but did not cause any adverse effects. Yes - we are replaced the pump and are returning the malfunctioning one. Dose or amount: 40 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.